Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: unknown. It was reported a pt underwent a surgical fusion with implantation at the l4-s1 levels. It was reported that the rod fractured at an unknown time post-op. No traumatic event and "cautious about activities" reported by the surgeon. Pt is asymptomatic at this time. The surgeon plans to remove and replace the hardware. No pt complications were reported.